Manufacturer narrative:
The pump passed the self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generated carelink reports. Found no relevant alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Audio/vibrate anomaly/absence of alarm and unable to upload/download were not confirmed during testing. Cosmetic damage was confirmed at the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unable to upload/download, audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7333. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7333. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.